Event description:
It was reported that the registered nurse stated that they inflated the balloon with no issues, after it was inserted into the patient, they did get urine backflow. However, it immediately fell out when they were settling the patient for surgery. They reported that there was no tension when filling the balloon, it was filled very easily and last week they had an issue with a foley catheter used on a patient in l&d. The device was inserted into the patient, the balloon was filled with water, and it immediately fell out. It was unclear if the balloon burst, or it was defect in the tube, and they initially thought the device broke off or burst inside the patient. However, after closer inspection and multiple confirmatory tests it was found that there was nothing retained inside the patient. Per follow up via phone on 05may2023, it was reported that the lot reported was # nggw1645 which has been received on 05apr23. This was the only lot that an issue has been reported and that patient was very upset and had to undergo multiple additional tests to ensure there were no retained products.

Manufacturer narrative:
The reported event was confirmed and the cause was unknown. A potential root cause for this failure could be inadequate material selection. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[warnings] 1. Method for use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients ·patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients with known allergy to silver coated catheter" correction: d, f, h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the registered nurse stated that they inflated the balloon with no issues, after it was inserted into the patient, they did get urine backflow. However, it immediately fell out when they were settling the patient for surgery. They reported that there was no tension when filling the balloon, it was filled very easily and last week they had an issue with a foley catheter used on a patient in l&d. The device was inserted into the patient, the balloon was filled with water, and it immediately fell out. It was unclear if the balloon burst, or it was defect in the tube, and they initially thought the device broke off or burst inside the patient. However, after closer inspection and multiple confirmatory tests it was found that there was nothing retained inside the patient.